Event description:
Rep informed seaspine that doctor had performed a revision surgery on a patient due to one or more of the screws backing out.

Manufacturer narrative:
Product has not been returned to facility. Will follow-up with more information if product is received and analyzed.